Event description:
It was reported the gastrointestinal videoscope experienced an image blackout. The event occurred during a diagnostic upper gastrointestinal endoscopy procedure under sedation while the device was inside the patient. There was a procedural delay of less than 30 minutes, and the procedure was completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed; however, it could not be reproduced. A definitive root cause could not be identified. Based on the results of the investigation, a further cause of the reported event could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.